Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the patient continued to have severe pain at the pump site.the patient elected to proceed with pump and catheter explant secondary to worsening, sharp, stabbing pain at pump site. The it rate was decreased to prepare for explant. She was started on clonidine and oxycodone was increased. The entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (1.5 mg at .24278 mg/day) and bupivacaine (30 mg at 4.85564 mg/day) via an implantable pump for unknown indications for use. It was reported that it was reported on (B)(6) 2021 the patient reported pain at the pump site and uncontrolled lumbar and lower extremity pain.  The cause of the pain at the pump site was not known.  No further diagnostics or interventions were performed/no action was taken in regards to the pain at the pump site.  It was indicated that the device was reprogrammed where the intrathecal (it) rate was increased on (B)(6) 2021 in regards to the uncontrolled pain.    On (B)(6) 2021 the patient reported persistent pain at the pump site, but also reported the uncontrolled pain was well controlled.  The outcome of the event (pain at the pump site) was noted as ongoing and the outcome of the event (uncontrolled pain) resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was pain at the pump site and uncontrolled lumbar and lower extremity pain. The event date was (B)(6) 2021.  The etiology of the event (pain at the pump site) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The etiology of the event (uncontrolled pain) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drugs (hydromorphone and bupivacaine) was possibly related and the drug action that caused the event was no change in drug. The incisional site/device tract was pump pocket.  No further complications were reported/anticipated. Additional information received from a healthcare provider via a clinical study reported the patient had persistent pain at the pump site on (B)(6) 2021. The issue was unresolved with no further action planned. Additional information received from a healthcare provider via a clinical study reported, on (B)(6) 2021, the plan was for pump pocket repositioning, as the pain at the site had worsened. The pump was surgically repositioned to the left lower abdomen from the left buttocks, on (B)(6) 2021, and the issue resolved without sequelae.